Manufacturer narrative:
(B)(4). G2: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the during surgery while trying to insert the anchor, the anchor fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. The reported event for anchor fracture is confirmed with provided photo. Visual examination of the provided photo identified two devices. One is a fractured anchor that is fractured at the eyelet. The other is an anchor on the inserter. The device for this report was not returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.